Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: there is a clear visible charring at the left side of the upper jaw. A visible inspection of the jaw. Except the charring no further abnormities were found. The mechanical functions were found. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification which was valid during the time of production. One probable root cause in cases like this is not a proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. Because there is suspicion of a design related aspect to the failure, this mode has been entered into a CAPA.

Event description:
(B)(6). During the surgical procedure caiman clamp were broken.